Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of wrong cassette message was verified. The event log did show the cassette error message and high pressure. The downstream occlusion sensor will be replaced in service to correct the issue. Use testing was performed. The problem source is the downstream occlusion sensor.

Event description:
Discovered during testing, no patient involvement.

Event description:
Information was received that the cadd prizm vip pump has wrong cassette message. No reported adverse effects.